Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ three attempts were performed to obtain information regarding report's information but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a deep cut in the cable may have disabled communication with the processor, resulted in no image. The cable damage is likely attributed to the user¿s handling. This issue is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer¿s contact, occupation and health profession are unknown at this time. The unit was returned to the regional repair center (rrc) for evaluation. The customer¿s complaint of an ¿e224/e22 error¿ was partially confirmed due to a faulty camera cable. A full technical evaluation was completed in accordance with the original equipment manufacturer (ome) specification. The camera head was connected to a test video processor and a bad quality image was observed, rather than an image disappearance. A review of the instrument history showed this unit was sold in (B)(6) 2018. Previously it had been returned in rrc-ofr in (B)(6) 2021 for similar reasons requiring the replacement of the cable unit which was also defective. The rrc reported that this repair was therefore chargeable to the customer the rrc suggested a site visit to warn the customer about risks in careless handling causing devices to fail. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that prior to a procedure, an e224 error message was observed on the display, when connected to the camera head to the processor. There was no patient involvement.